Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell. The home patient (hp) had six bags connected. There was solution in the heater bag only. The unused clamps were closed, all connections were tight and the hp did not disconnect. The technical service representative (tsr) had the hp cycle power. The tsr referred the hp to the nurse. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report. The care giver (cg) was contacted. The cg confirmed that the home patient is ok. The cg advised that she did not notice any problems/tears/holes/loose connections with any of the products; however, she did notice the last bag, when the fluid was pulling from it, usually it's tight but this time it had been more limp which led her to think that maybe there was an issue with the bag itself - she thought maybe air got into the bag but didn't know how and didn't see anything wrong with it. They have not had problems since then.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.